Event description:
It was reported that the dermatome handle would lose power during use. Event timing is unknown, however it was reported that there was no patient involvement. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the motor speed was not stable. The motor was replaced which resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.